Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) reports that the spike of a transfer set separated from the spike port of a homechoice set during therapy. No pt injury or medical intervention was reported.